Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint regarding an angled reamer product ref 920010031 and lot number mj3666601. Consists of 3 parts when disassembled for cleaning. The instrument checked yesterday and could not reassemble it, neither could ssd. The reamer arm will not sit within the handle. When compared to another functional one the reamer attachment at the distal tip doesn¿t seem to sit as flush which could be the reason why. It was last used for a case on monday 4th jan and reporter wasn¿t made aware of any issues with it so not aware of any delays to surgery, just an issue post-surgery with sterile services dept.